Manufacturer narrative:
(B)(6).

Event description:
It was reported that when entered the joint cavity during a meniscus repair, after t1 was advanced, t2 could not be advanced. T1 was removed from patient using tweezers. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth straw has been removed from the device. T1 is free from the needle and the suture has been pulled out of the fixed straw. T2 has been advanced to the dimple. The trigger foam remains on the handle in its customary position. The foam was removed from the handle and the trigger advanced t2 to its pre-deployment position and tested using a rubber meniscus model, t2 was able to be stripped off of the needle as intended.